Event description:
Disconnected brush head lodging toward back of throat [foreign body in respiratory tract]. Heads disconnecting from the toothbrush [device breakage] the nipple at the end of the portion that slides into the toothbrush and is supposed to lock the head onto the toothbrush in insufficient to do so / nipple will not keep the head locked onto the toothbrush [device connection issue] consumer e-mailed and stated that he/she had a problem of the toothbrush heads disconnecting from the toothbrush. No serious injury was reported.

Manufacturer narrative:
Product return was received on 28-may-2019 and identified as an oral-b power battery toothbrush handle cross action power 4732 on 05-jun-2019. Product investigation is in progress.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Disconnected brush head lodging toward back of throat [foreign body in respiratory tract]. Heads disconnecting from the toothbrush [device breakage]. The nipple at the end of the portion that slides into the toothbrush and is supposed to lock the head onto the toothbrush in insufficient to do so / nipple will not keep the head locked onto the toothbrush [device connection issue]. Consumer e-mailed and stated that he/she had a problem of the toothbrush heads disconnecting from the toothbrush. No serious injury was reported.